Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the cutting wire pulled out of the jaws of the vasoview hemopro 2. This happened on the very first burn of a vessel. Everything looked normal and cut/sealed normal, but when the jaws opened the wire seamed to stick to the tissue and pull out of the jaws when the surgeon opened it. The harvester loaded the hp as prescribed with tips up and closed after the scope was inserted into the cannula. He didn't perform a visual inspection prior to loading the cutting tool, but he also didn't notice anything unusual visually as he loaded it or as he was about to cut. Case was completed without issue by opening another device. No delay beyond opening a new device. No patient harm.

Manufacturer narrative:
Trackwise: (B)(4). Updated field: b4, g3, g6, h1, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/04/2025. An investigation was conducted on 12/04/2025. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot#: 3000498653 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h11. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the cutting wire pulled out of the jaws of the vasoview hemopro 2. This happened on the very first burn of a vessel. Everything looked normal and cut/sealed normal, but when the jaws opened the wire seamed to stick to the tissue and pull out of the jaws when the surgeon opened it. The harvester loaded the hp as prescribed with tips up and closed after the scope was inserted into the cannula. He didn't perform a visual inspection prior to loading the cutting tool, but he also didn't notice anything unusual visually as he loaded it or as he was about to cut. Nothing fell off into tunnel. Case was completed without issue by opening another device. No delay beyond opening a new device. No patient harm.